Event description:
Received a report from a peritoneal dialysis pt that he was not able to connect to the first connector on this dialysis treatment set. There is no report of pt injury. The pt has a sample available for an evaluation.